Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 127 mmol/l, which repeated with values of 143 mmol/l and 143 mmol/l. The sample initially resulted with a k value of 3.8 mmol/l, which repeated with values of 4.5 mmol/l and 4.5 mmol/l. The sample initially resulted with a cl value of 87 mmol/l, which repeated with values of 107 mmol/l and 106 mmol/l. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The calibration and qc associated to the event were within range. Based on the provided calibration, qc, and alarm trace, an instrument related issue can be excluded. The results are consistent with a pre-analytical handling issue. The investigation did not identify a product problem. The cause of the event could not be determined.